Event description:
It was reported that the patient was considering having a new pump put in. The explant of the infected pump took place in (B)(6) 2011. The infection was in the patient¿s back. The patient had a peripherally inserted central catheter (PICC) line for 3 weeks and was on oral antibiotics for another 3 weeks after having the PICC line out. The patient recovered. Additional information has been requested, but was not available as of the date of this report.

Event description:
A (B)(6) was reported. It was stated a week following pump and catheter implant infection was determined and complete system was removed. Patient was not considering receiving the pump again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4) , implanted: 2011 (B)(6), explanted: unk. (B)(4).